Manufacturer narrative:
A4): patient''s weight unk. H3): the device was discarded, thus no investigation could be completed. H6): perforation of vessels, great vessel perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to lead failure. It was noted pre-procedure that the patient had a totally occluded superior vena cava (svc). Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Using a spectranetics 14f glidelight laser sheath on the ra lead, advancement was made to the subclavian/innominate region where progress stalled. Efforts switched to the rv lead, where progress was made but stalled at the top of the svc. Moving back to the ra lead again, the glidelight (with its outer sheath) was able to progress to the svc when the patient''s blood pressure dropped, but patient was still stable. Using transoralesophageal echocardiography (toe), it was confirmed there was no blood in the pericardial space, and the physician was confident there was no blood in the chest. Continuing on the ra lead, the glidelight (with its outer sheath) was used to advance to the right atrium; however, the patient''s blood pressure dropped again and anesthesia confirmed blood in the pericardial space. Rescue efforts began immediately, including chest compressions and sternotomy. A perforation of the svc/ra junction was discovered . The patient was stabilized, placed on bypass, and the repair was completed. After repair, a hematoma was identified at the back of the svc; due to this, it was elected not to extract the ra and rv leads. No attempt was made to unlock the llds from either the ra or rv leads before they were cut and capped and remained in the patient (MDR #3007284006-2023-00002 for ra lead, and MDR #3007284006-2023-00003 for rv lead). Epicardial leads were implanted at this time. However, at completion of the implant, attempt was made to take the patient off bypass, but patient became unstable and it was believed that there must be more bleeding. A ''y'' incision was made in the chest, which identified the subclavian and innominate veins had been perforated during the extraction. Attempts to repair the vessels (including vascular stenting, grafts, and plugs) failed after seven hours of effort. The patient died on the operating table. This report captures the glidelight in use when the perforations occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.